Event description:
Same case as MFR #6000093-2004-00685. It was further reported that after a coronary drug eluting stenting treatment procedure, the pt's cardiac enzymes met protocol for a myocardial infarction. The pt was enrolled in the program in 2004. Target lesion 1 was identified in the prox circumflex (cx) with 70% stenosis and a 3.5 mm reference vessel diameter. Target lesion 1 (prox cx) was treated with placement of a taxus express2 8.8% 3.5 x 12 mm drug eluting stent. Residual stenosis was 0% following post-dilatation. An attempt was made to cross the pda lesion with a taxus express2 8.8% 2.5 x 20 mm drug eluting stent but, due to tortuosity, the stent could not be delivered. Multiple attempts were made using different wires and in the process the pda abruptly closed. This was thought to be due to a dissection. The vessel could not be recanalized. The pt complained of mild chest discomfort, nitroglycerin drip was started and the procedure was aborted. The pt was brought back to the cath lab 4 days later and a taxus express2 8.8% 2.5 x 8 mm drug eluting stent was placed in the mid ramus. Angiography after stent deployment revealed that the stent did not cover the entire lesion; a second taxus express2 8.8% 2.5 x 8 mm drug eluting stent was advanced but could not be deployed due to tortuosity of the acute inferior take off in the lesion. Another taxus express2 8.8% 2.5 x 8 mm drug eluting stent was again attempted to cross the lesion without success. Next, a 2.5 x 8 mm cypher stent attempted to cross the lesion, however it did not cover the entire lesion and was removed. A 2.5 x 9 mm pixel stent was then deployed in the lesion overlapping the 2.5 x 8 mm taxus stent. The pt was transferred to the recovery room in stable condition. After attempted stenting of the pda, the pt's cardiac enzymes met guideline criteria for mi. The pt was discharged the following day on plavix and asa.

Event description:
Clinical study. Same case as MFR #6000093-2004-00685. It was reported that after a coronary drug eluting stenting treatment procedure a myocardial infarction occurred. The lesion was located in the left circumflex. Add'l info has been requested.